Manufacturer narrative:
Film evaluation results are: pre-implant anatomy information, films during implant procedure, earlier post-implant films, films that showed the unknown endoleak and additional films during the secondary intervention were not provided. The complete anatomy information and complete stent graft invivo configuration could not be assessed. The exact source and cause of the endoleak could not be conclusively determined from the two still images provided. The possible contrast was seen along the right side of the stent graft, in the area of the angulated flow divider. The acute angulation near the flow divider may have contributed to the event.

Event description:
Received additional information as follows: the physician elected to implant a 32x32x70 endurant cuff successfully resolving the reported type iii endoleak. Per the physician the type of type iii endoleak cannot be determined and the cause of the event is unknown. The patient is fine and no further actions are planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm nine years and six months ago. An endurant aortic cuff was implanted four years and six months ago. It was reported that, approximately nine years and five months post index procedure, an unknown endoleak was observed. The physician believed the endoleak could be a type iii endoleak. No sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.